Manufacturer narrative:
(B)(4). The product associated with this complaint could not be investigated in its entirety. There was not a valid lot number provided and a detailed batch record review could not be completed. Return samples were received; however this is a known complaint issue which has been investigated. The returned sample was evaluated to determine that it was indeed convatec product; the investigation associated with non conformance (nc) supports that skin complications may occur with the use of ostomy products. No additional evaluation of the return sample is required. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6) based on the available information, this event is deemed to be a serious injury. An unused product sample was returned for evaluation, however, the investigation results are pending at this time. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on march 24, 2016. (B)(4)

Event description:
It was reported that after four days of use by the end user, the peristomal skin was red, intact, with blotches of darker red areas, and itching present. The rash extended under the wafer and tape collar, extending out beyond the appliance to cover the lower right and left quadrants to the top of the pubic area. A medical doctor diagnosed a severe allergic reaction. The patient was prescribed oral prednisone and topical prescription cortisone cream to the peristomal skin and was advised to discontinue the wafer. However, no allergy testing was conducted by the medical doctor.